Event description:
Event description guidant received information that this right ventricular lead, model 4470, was dislodged. As a result, the lead was explanted, however during the procedure this lead could not be disconnected from the header because the set screws were stuck. The physician used a torque wrench and a wrench but could not remove the lead. The physician then tried multiple methods as described in literature from technical services and during that process the lead was removed from the device. The physician attempted to implant a passive fix lead, model 4456, but had difficulty crossing the tricuspid valve. Another active fix lead was then successfully implanted during the procedure, as well as another pacemaker. This pacemaker was returned to guidant for analysis. No adverse patient effects were reported.